Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silicone lens. The lens haptic tore upon insertion into the eye. The lens was removal without enlarging the incision. No pt injury. Surgery was complete with another lens.